Manufacturer narrative:
The reported events of lead insulation damage and failure to capture were not confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported the patient experienced syncope due to loss of capture observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition. During the procedure, insulation damage was observed on the rv lead.